Manufacturer narrative:
H.6. Investigation: 2 photos were returned for evaluation. A hair-liked foreign matter (fm) was observed from the returned photos. The hair-like foreign matter is most like be a thread hair. Hair found in the sealed packaging. This could have probably caused by improper gowining of the hair. The manufacturing process was reviewed. This most likely could have occurred at the primary packaging. DHR was performed and no quality notification was raised for a similar nonconformance during the production of the batch.

Event description:
It was reported that foreign matter was found before use with a bd cathena¿ safety IV catheter. The following information was provided by the initial reporter, "contaminated cathena safety cannula was found in av supply. It contains what appears to be a hair, which has been sealed within the packaging."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found before use with a bd cathena¿ safety IV catheter. The following information was provided by the initial reporter, "contaminated cathena safety cannula was found in av supply. It contains what appears to be a hair, which has been sealed within the packaging."